Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was completed on part # 1097-02 (lot # l12661) and sub-assembly pn0918-02/a (lot # l12507). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot # l12661) indicated that 100% inspection of the devices resulted in no visual rejects; all lot passed 100% visual inspection. The DHR review of sub-assembly pn0918-02/a (lot # l12507) indicated that 100% inspection of the devices resulted in 10 visual rejects post hub molding and 3 visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.

Event description:
The physician noticed that the neuron had a flattened tip upon opening the package.